Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Insulin pump had intermittent button response due to corroded keypad traces. Insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the numbers on the insulin pump scroll up without any input from the customer. It was also reported that the customer received excessive no delivery alarms, as well as a blank display. Customer's blood glucose level at the time 539mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.